Manufacturer narrative:
Date of event: exact date unknown, event occurred a week ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7055279.

Event description:
It was reported that the patient had an infection at the pocket site with symptoms of redness, drainage, and swelling. The physician believed that the infection was not device related. The patient was put on antibiotics. All device components were explanted and will not be returned.